Event description:
It was reported that following valve replacement surgery, the patient suffered multiple episodes of torsades de point and ventricular tachycardia which required treatment with external defibrillation. After the defibrillation, there were increased pacing thresholds, decreased p-wave amplitude, and capture with increased output. The device was programmed to vvi 35, however when the patient turned to either side, the device went to voo at a rate of 85 beats per minute. It was noted that the device may have moved, and there was thought that the change may have been due to a magnet in the patient's bed, however, no magnet presence was found. The device was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Ventricular lead impedance was at 416. Memory dump not available.